Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, a conclusive cause for the reported difficulty removing the device could not be determined. Furthermore, it is likely that the bdc was inadvertently mishandled during removal, as resistance was encountered, resulting in the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery (mlad). The 4.50x12mm nc trek balloon dilatation catheter (bdc) was used; however, during removal there was resistance with the guiding catheter and the shaft was noted separated but remained inside the catheter. The bdc and guiding catheter were removed together as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified an inner and outer member separations; however, the account confirmed that they were aware of the separation and since the separated parts were reported as returned nothing was left inside the patient's anatomy. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery (mlad). The 4.50x12mm nc trek balloon dilatation catheter (bdc) was used; however, during removal there was resistance with the guiding catheter and the shaft was noted separated but remained inside the catheter. The bdc and guiding catheter were removed together as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.